Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# (B)(6), implanted: (B)(6) 2018, catheter product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, product ID: 8578, serial# (B)(6), implanted: (B)(6) 2018, product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient representative (rep) reported that the patient had their pump replaced on (B)(6) and 'something happened with the catheter.' The patient rep stated the patient was in the hospital in critical care with withdrawals and 'all this crazy stuff happened' and 'no one was listening.' The patient rep stated, 'about 9-10 days ago,' patient had a catheter replacement surgery on (B)(6) and patient's first post-operative appointment was (B)(6). The patient rep stated when they got home, they tried to use the bolus because they had learned how to do it on this device, but when they did, it said 'patient bolus disabled.' The patient rep mentioned they tried a few times but that screen kept coming up. Agent reviewed meaning of patient bolus disabled screen and redirected to healthcare provider (hcp). The patient rep mentioned the patient's withdrawal symptoms started on the (B)(6) day of the first surgery in (B)(6), so they were guessing that's when the issue with the catheter occurred - 'whatever it (the catheter) did - it came loose or got a hole in it; I don't know, they didn't tell me, they just said they had to replace it.' The patient rep mentioned the medtronic rep told them at catheter replacement that there was 17cc's left of medication in the pump. When agent inquired managing physician, the patient rep stated patient usually works with an hcp, but another hcp replaced the pump and catheter 'this time,' and the pain institute had never done a pump surgery for patient until now. The patient rep then stated 'another hcp used to be the doctor and used to refill it - the last one was 2018. He had overdosed on that (pump) 2 times in about a weeks span so he had to get narcan at the emergency room (ER). Now it was the opposite - he withdrew many many years ago and they don't know w hat happened.' The patient rep then noted the patient usually got pain when the pump was about half empty, and they thought it was because the medication had gotten older and was not as strong or as effective. The patient rep stated patient's wasting some of the m edicine, but if it was getting old, and he was having pain, then he needed to get it refilled to help with that. When agent inquired pump medication, the patient rep confirmed the patient had dilaudid in the pump, and stated it was 'better for him to do dilaudid b ecause the morphine made him hateful,' and 'he was never mean, but the morphine made him hateful. He didn't hurt me (physically), just hurt my feelings, and I wasn't used to that.' The patient rep originally stated patient has had dilaudid since the current pump was replaced but later stated they thought the morphine was changed to dilaudid after the patient's 2nd pump refill with current pump. The patient rep stated patient's had the pump 'for years,' and stated patient's had a pump since they were in their 50's and now patient was 72 years old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient had not been doing good since the new pump was implanted. The caller stated that they had taken the patient to the ER (emergency room) on wednesday. The patient was nauseated, had difficulty breathing, was shivering, had a high heart rate, and was in and out of it a lot. Per the caller, there was no redness, heat, or fever. The caller added that the patient had not sat up and couldn't really eat or talk/slurring. The caller mentioned they had been to 3 ers, and no one wanted to mess with the patient due to the pain pump. The caller asked if there was a way to check the pump to see if it was empty using the ptm (personal therapy manager). Per the caller, the patient¿s pump managing physician did not have privileges at the hospital the patient was at. The caller also stated that the patient was moved from the ICU (intensive care unit) to critical care, and they were going to send the patient home, but the caller pushed back telling them that they could not care for the patient in their current state. The caller stated that the pump was read, and no errors were found, and the healthcare provider didn¿t believe it was the pump but when the caller asked the patient what they felt was wrong, the patient stated they believed they weren't getting enough medication.